Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for five patients involving access 2 immunoassay system. This report refers to patient number five. Subsequent testing of the patient sample on an alternate access 2 immunoassay system recovered lower results, within the normal reference interval. The elevated result was released out of the laboratory and questioned by the physician. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
Beckman coulter field service engineer (fse) noted the customer performed system check which failed the washed % coefficient of variation (cv) and replaced the aspirate probes. A second system check failure occurred so the fse performed preventive maintenance (pm). The fse replaced both wash and precision pump seals. The fse also replaced the pipettor tip and performed appropriate alignments and verified voltages. The fse discovered the wash valve rotor had a loose pin and replaced the wash valve rotor. The fse noted another failing system check due to failing substrate %cv values at 10.1%. The fse discovered the substrate dispense line was loose and tightened the loose fitting and performed passing hardware verifications prior to releasing the instrument back to operation. The instrument conformed to the manufacturer's published performance specifications. The customer indicated the samples were clear from hemolysis and lipemia. The samples were run in 13/100 plastic separation tubes (pst) heparin tubes. Patient samples are typically centrifuged at 7,200 rpm (revolutions per minute) for three minutes prior to the initial testing; the customer centrifuged the involved patient samples for five minutes upon retest. Both instruments had a system check that passed within beckman coulter's expectations. No errors or flags occurred during operation of the analyzer.